Event description:
The caller reported that the customer had a 6lpc tracheostomy tube with a blown pilot balloon. It had been placed in the pt and 3 days later leaked. The pt was re-intubated because of the leak.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.